Manufacturer narrative:
(B)(4). The implantable neurostimulator and lead have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt's implantable neurostimulator system was explanted due to infection. A culture was sent but the organism had not yet been identified. The pt was not injured and recovered without sequela. A f/u report will be sent if additional info becomes available.